Manufacturer narrative:
A review of the manufacturing records was performed and there was no evidence of a manufacturing related caused for the reported event. The subject product is in the process of being returned for evaluation. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when the evaluation is completed. See MDR 1213643-2013-00184 for information related to the simpulse device used in the initial procedure.

Event description:
Information as reported to davol: the patient had a surgical hip procedure during which the surgeon used a simpulse solo device. Due to a post op reaction, a revision procedure was performed eight months after surgery. During the case, the surgeon found a piece of the distal tip of the simpulse solo device that had been used in the initial surgery (see MDR 1213643-2013-00184). During the revision procedure, a simpulse solo device was used, and a piece of that tip also broke. The fragments were removed from the side without issue and there was no patient injury. If the piece had not been removed it could have resulted in the need for surgical intervention and as such an MDR is filed to document this event.